Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. The omniwire was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a coronary diagnostic procedure, when attempting to remove the non-manufacturer stent delivery device over the omniwire, it would not exit due to a kink on the omniwire. The omniwire and stent delivery device were removed as a unit. No patient injury reported. This product problem is being submitted because the omniwire and a non-manufacture device were removed as a system, potential for harm if it were to recur.

Manufacturer narrative:
Blocks d4: corrected serial number from (B)(6) to (B)(6), corrected lot number from (B)(6) to (B)(6) , corrected expiration date from 2/9/2025 to 2/17/2025 blocks h4: corrected device manufacture date from 2/9/2022 to 2/17/2022. Block h3: the omniwire was returned for evaluation. Visual inspection found multiple kinks and bends along the wire with no rough or sharp edges observed. Block h6: the probable cause of the reported failure is due to the damage on the guide wire caused by improper handling. Manipulation and strain can damage internal components and can produce the failure reported. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d4: corrected lot number from 0302522147 to 0302517446, corrected expiration date from 2/17/2025 to 2/9/2025. Blocks h4: corrected device manufacture date from 2/17/2022 to 2/9/2022 . Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.